Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level reported. Technical support advised the customer to try different charging accessories, which did not resolve the issue, and subsequently arranged for a replacement pump. The customer was instructed to continue using the current pump and utilize multiple daily injections as a backup therapy if needed. Further instructions for returning the problematic pump and setting up the new pump were provided and acknowledged by the customer.